Event description:
Patient was revised to address acetabular cup loosening and pain. Loosening was at the bone to cement interface. Update: ((B)(6) 2012) litigation received (B)(6) 2012 and attached. Complaint changed to legal. Litigation alleges patient had pain and excessive levels of chromium and cobalt. Femoral head added to complaint. Update: (B)(6) 2012 ¿ patient fact sheet was received, which identified date of implantation information and birthdate. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to fluid around the greater trochanter, abnormal synovial lining with hand fronds and tan flat areas, a pseudotumor and fissure corrosion on the taper and trunnion. Medical records state that the cup had bony ingrowth but was easy to remove. The sleeve and stem are being added to the complaint, though the stem remained in the patient.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.